Event description:
It was reported that after announcing a lunch meal while using the ilet, the user¿s blood glucose rose to a peak of 258 mg/dl and remained above 180 mg/dl for approximately two hours; the user considered selecting a larger meal size on the device, was advised this could confuse dosing, and elected to allow the ilet to dose to bring glucose back into range. Customer care provided assistance that included a review of user-reported blood glucose course, meal announcement behavior, and device use counseling. Investigation of this case revealed that the event was consistent with hyperglycemia following a meal and that continued automated dosing was expected to reduce glucose levels. Symptoms included feeling fine without clinical signs. Outcomes included no need for external assistance and no medical intervention. It was concluded that the device functioned, hyperglycemia occurred postprandially, and user education on proper meal announcement would be reinforced. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.